Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. It was reported in "heartmate iii left ventricular assist device (lvad) outflow graft positioning and its influence on aortic regurgitation development: a single-centre retrospective cohort study" that heartmate 3 patients experienced severe aortic regurgitation (ar). The single-center retrospective cohort study used data from 20 patients implanted at wythenshawe hospital, UK, 2015-2022. Diagnoses included 55% ischemic cardiomyopathy (cm), 30% dilated cm, and 15% postpartum cm and left ventricular dysfunction. The study analysed the relationship between og position and ar development. Based on most recent diagnosis, 60% had no or trivial ar and 40% developed mild, moderate or severe ar. Computational fluid dynamics (cfd) simulations were also performed to observe how aortic flow patterns produced by the og may influence ar development. R the distance and vertical angle did not influence ar development in this dataset. However, 58% of patients with no ar had a rotational angle between 50±20°. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in "heartmate iii left ventricular assist device (lvad) outflow graft positioning and its influence on aortic regurgitation development: a single-centre retrospective cohort study" that heartmate 3 patients experienced severe aortic regurgitation (ar) and outflow graft (og) kinking. The single-center retrospective cohort study used data from 20 patients implanted at wythenshawe hospital, UK, 2015-2022. Diagnoses included 55% ischemic cardiomyopathy (cm), 30% dilated cm, and 15% postpartum cm and left ventricular dysfunction. The study analyzed the relationship between og position and ar development. Based on most recent diagnosis, 60% had no or trivial ar and 40% developed mild, moderate or severe ar. Computational fluid dynamics (cfd) simulations were also performed to observe how aortic flow patterns produced by the og may influence ar development. R the distance and vertical angle did not influence ar development in this dataset. However, 58% of patients with no ar had a rotational angle between 50±20° and over 75° increased the risk of og kink.